Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat prolapse and incontinence. The outcomes attributed to the device were infection, recurrence, dyspareunia, and heavy discharge. (B)(4).